Event description:
Information received, indicates the brake is not holding.

Manufacturer narrative:
The technician replaced the worn brake and brake/steer casters, and one swivel caster to repair the bed.